Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the helix/lobe was distorted/bent. It was noted that when the helix was extended it did not meet the specification for the helix length. It was also noted that the outer insulation was breached cut, the outer tubing overlay was breached cut and there was blood in/on the helix/lobe mechanism. The device is part of the advisory for this model.

Event description:
It was reported that during the implant procedure, the lead's helix would not fully deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Event description:
Asku